Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One 3cg stylet was returned for investigation. The stylet was received without the PICC. The stylet had been completely removed from the t-lock extension set. The extension set was not returned for investigation. Multiple kinks were observed in the core wire. The amber colored tubing was fractured and kinked. The distal tip of the amber colored tubing was not returned for investigation. The proximal segment of amber colored tubing was 1.9cm in length and the tubing was kinked 7mm proximal to the fractured end. A microscopic examination revealed that the break in the amber colored tubing coincided with a break in the core wire. The surface of the break appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. The evidence of kinking in the polyimide tubing suggests that the stylet may have encountered resistance or bending during use; however, the exact cause of the reported event could not be determined from the returned sample. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1386 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1386) have been reported from the same facility.

Event description:
It was reported that the tip of the wire broke while the rn was placing the PICC. It was stated he was having a difficult time threading it and was taking the catheter out and 5cm of the wire broke off in the patient.